Event description:
It was reported that during pre-surgery, it was discovered that the motor device was making noise. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was excessive corrosion and debris and the hose was torn. Therefore, the reported condition was confirmed. It was determined that the excessive corrosion and debris was due to immersion during cleaning, which is a failure to follow directions for use. It was determined that the hose was torn due to excessive force when pulling on the hose. The assignable root cause was determined misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.